Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, smoke was smelled when unit turned on and the unit's ligasure did not seal. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: this report is based on information provided by the service center. One device was received for evaluation. The returned sample met specification as received by medtronic. The visual inspection found minor cosmetic wear. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation found no burnt odor or visible signs of a thermal event. A test lf5544 ligasure hand piece was connected. Multiple seal cycles were able to be completed using a damp paper towel. All outputs were within specification. The investigation found the device to function normally and within specifications. This unit does not meet the requirements for a manufacturing or service failure therefore; a device history review or service history review is not required. If information is provided in the future, a supplemental report will be issued.